Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2022. During the procedure, the physician advanced the scope into the patient and suctioned the varices. When he tried to deploy the band, nothing happened. He continued deploying the band, but it got stuck. He pulled the scope out and it was noticed that the sixth band (white band) was being pulled back of the ligating cap and it was broken. A second speedband superview super 7 was used; however, the band still could not be deployed. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.